Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was observed and the monitor board was replaced. The device was recertified and returned to the customer. The monitor board was returned to zoll medical united states; the customer's report was duplicated and attributed to a faulty diode on the monitor board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.